Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 08/01/2025 was used as an estimate, based on the reported onset occurring 08/2025.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. Troubleshooting in the physician's office was unsuccessful, so the decision was made to replace the device. A radiology scan revealed that the pressure regulating balloon (prb) was empty, and the physician suspected of a leak in the system. The device was explanted and replaced. No obvious leak was observed in the explanted device. There were no further patient complications.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. Troubleshooting in the physician's office was unsuccessful, so the decision was made to replace the device. A radiology scan revealed that the pressure regulating balloon (prb) was empty, and the physician suspected of a leak in the system. The device was explanted and replaced. No obvious leak was observed in the explanted device. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date (B)(6) 2025 was used as an estimate, based on the reported onset occurring (B)(6) 2025. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the fluid leak was. Additionally, a batch number is not provided, therefore a device history record (DHR) cannot be performed. Urinary incontinence, and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.